Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported national through breast implant registry (nbir) through "capsular contracture baker grade IV", "device migration", "implant malposition" and "correction of asymmetry". This record is for the left side. Device was explanted.